Event description:
Baxter received a customer complaint involving an overinfusion of 5-fu. The report states that the infusor delivered all its content 48 hours earlier than expected. The diluent used was sodium chloride. The patient's access was a port-a-cath. No clinical consequences were reported.

Manufacturer narrative:
The sample is not available for evaluation. The reporter was unable to identify the lot number involved in this incident, therefore, a batch review cannot be conducted. Similar incidents have been received for the infusor product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. The result of this review will be communicated in a follow up medwatch when available.